Event description:
The patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information, the patient has experienced pelvic abscess, atrophic vaginal mucosa, necrosis of the vaginal cuff, abdominal pain, dyspareunia, incontinence, urethral syndrome, cystocele, rectocele, atrophic vaginitis, dysuria, bladder pain, chronic cystitis, disruption of internal operation wound, constipation, decreased bowel function, abdominal pain, purulent smelling drainage from vagina, CT guided percutaneous pelvic fluid collection aspiration and drain placement, stress urinary incontinence, complication of genitourinary device, suprapubic pain and total removal of mesh with implantation of fascia lata by coloplast (8x3cm).

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring, which may occur following the implant procedure.; urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant.; perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure.; irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection.; extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa.; inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).